Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. No pump error 23, pump error 49, or pump error 68 noted during testing. However, unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer able to successfully clear the alarm. Customer was able to complete rewind. The self test was passed. The device will be returned for analysis.